Event description:
It was reported, some kind of black material in one of the 4fr barrier kits. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material was confirmed but the cause is unknown. One photograph of a 4fr powerpicc solo kit was returned for evaluation. An initial visual observation of the photograph showed the package was opened and a small dark material was observed on the medical drape. A product identification label was present just below the foreign material. While a small dark material could be seen in the returned photograph, the circumstances of its introduction- whether introduced prior to the kit being sealed or after the kit was opened- could not be determined. This complaint will be recorded for future trending and monitoring purposes.